Event description:
Further follow-up revealed that the patient had a terminal illness, recurrent pneumonia, not related to vns. It was also reported that the patient had multiple congenital conformities. No additional relevant information has been received to date.

Event description:
It was reported that the vns patient passed away. The physician last saw the patient in 2011. The cause of death and relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.